Event description:
Pt called lfs alleging that their one touch ultra was reading inaccurately erratic. The pt reported blood glucose results of 300 mg/dl and 180 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt also mentioned that the test strips had been peeling upon insertion into the meter. The customer service rep confirmed that the strips were not stored improperly, expired, or opened longer than the discard date. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt, there is an indication that the meter and test strips malfunctioned or that the event meets the criteria for a medical device reportable. Pt's meter, strips, and expired control solution were replaced.